Event description:
It was reported that; during use of the spinal system, while using the 4.5mm tap over a nitinol k-wire, the tip of the tap broke off into the vertebral body patient. The missing fragment was not recovered and left inside the patient

Manufacturer narrative:
Weight: (B)(6). The customer reported event was confirmed via visual inspection. The returned device was inspected and it was found that the tap tip was fractured from the device. The fractured piece was not returned. Material analysis was performed and the tap tip was found to have fractured in torsional ductile overload. The hardness and elemental constituents were consistent with the specifications on the print. No material or manufacturing defects were found. Manufacturing history was reviewed and no issues were identified. A root cause of the event is too much torsional force applied during pedicle preparation. Additionally the surgical technique recommends to use awl for pedicle preparation before tapping. Per email correspondence, awl was not used.

Event description:
It was reported that; during use of the spinal system, while using the 4.5mm tap over a nitinol k-wire, the tip of the tap broke off into the vertebral body patient. The missing fragment was not recovered and left inside the patient.